Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. Patient height 182 cm. 3 good faith efforts have been sent to the customer with no response. If new information is received this record will be re-opened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called from an ambulance while in route to (B)(6) hospital. The pump was placed due to 100 % lad and 100% rca occlusions and had an ef of 10%. Customer stated that they noticed smoke and a burning smell coming from the pump. There was no alarm at this time. Customer did not know if it was associated with when the unit was turned from 1:2 to 1:!, or when customer noticed low battery and unplugged from the outlet and plugged it in again. Total transport time was approximately 30 minutes and this occurred about 15 minutes into the trip. Customer located the mains switch and confirmed it was on. Customer stated the screen still said battery in use and low battery, when the customer flapped it back the other direction and there was no change. Customer was concerned that the pump would shut off prior to reaching the hospital and the patient was become unstable with low blood pressure and bradycardia. Customer was informed to get the 60cc syringe and 3-way stopcock ready in the event that they would need to manually inflate the balloon if power as lost. Customer was also informed to call (B)(6) ed and inform them of the situation and have another balloon pump on hand to prepare for their arrival. Customer informed as the blood pressure got low an unable to calibrate alarm notified. Customer was informed that this was due to the low blood pressure. Customer also stated at one point the pump went into standby and customer restarted the pump. Customer was informed to use levophed to help support the patients blood pressure. On arrival to the ed the patient was switched to a pump at barnes south then transported to the ICU. The original transport pump is to be returned to barnes st peter where customer has been asked to have the charge nurse sequester it for biomed. Customer states though the patient was hemodynamically unstable during transport, patient did not lose pulse or need to be coded.